Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to post-operative leakage of cerebrospinal fluid. The patient was reimplanted with another cochlear device during the same surgery.